Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cp pump was not returned. Data logs were returned and investigated. Contrast dropped, lamp increased and gain dropped. These are the characteristic of damaged optical sensor. Also, shockwave was used in conjunction to pump which is known to damage the sensor. The root cause of the optical sensor issue was most likely a damaged sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the patient experienced a loss of pulsatility and required delivery of a shock. During shock delivery, the placement signal to the impella was lost. Optical sensor issue. Despite this, the pump remained operational throughout the support period until weaning and explant. No patient harm was reported.